Event description:
Customer reported the screen is blank. No patient user involvement or patient harm reported.

Manufacturer narrative:
Please note this is follow up submission 1. B.4:08/28/2018. G.4:06/05/2018. Additional information: d.4 (UDI) correction: g.1, h.6. The burnt out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. The failed part was returned and failure investigation determined that the burnt out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. D4 - UDI number added h11. Updated contact information.